Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product is in process of being returned

Event description:
It was reported that a crack was identified in the inner and outer plastic tray containing the implant. All outside packaging was intact, the implant was not implanted. No harm to patient and no delay in surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified that the outer box was crushed and is not acceptable per acceptance criteria. Both the inner and outer sterile cavities were found to be cracked. DHR was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to transit damage, based on the damage to the outer box and sterile trays. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.